Event description:
The consumer reported that fifteen years following his intraocular lens (iol) implant procedure, he was informed his lens has decentered. The consumer stated that he has blurry vision. He also reports that he is scheduled to have his lens exchanged. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reported facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reported facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).